Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that product will be return for investigation and repair. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the device was shredding instead of perforating skin. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI#: (B)(4). On (B)(6) 2018, it was reported that the device was shredding instead of perforating skin. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1:1 ratio cutter, serial number (B)(4), 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was june 13, 2018 where it was reported that the handle won¿t fully seat and the roller and ratchet gear were replaced. This is not a related issue. Product review of the skin graft mesher on september 27, 2018 revealed that the calibration was within specifications and the device produced a passing sample mesh but got caught in the comb and tore. The gear, roller and side plates had visible damage. When the device was disassembled it was found that the comb was a third party component. The serial plate was assembled backwards and the loctite that was used was not the type used by zimmer biomet. No ratchet was returned for evaluation. The 1:1 ratio cutter, serial number (B)(4), 1.5:1 ratio cutter, serial number (B)(4), 2:1 ratio cutter, serial number (B)(4), 3:1 ratio cutter, serial number (B)(4), and 4:1 ratio cutter, serial number (B)(4) all produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 27, 2018 which included replacement of the roller, damaged comb, roller gear, and spring pin. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the sample mesh got caught in the comb and tore. The gear, roller and side plates had visible damage. When the device was disassembled it was found that the comb was a third party component. The serial plate was assembled backwards and the loctite that was used was not the type used by zimmer biomet. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the sample mesh got caught in the comb and tore. The gear, roller and side plates had visible damage. When the device was disassembled it was found that the comb was a third party component. The serial plate was assembled backwards and the loctite that was used was not the type used by zimmer biomet. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device was shredding instead of perforating skin. No adverse events were reported as a result of this malfunction.